Event description:
It was reported that the catheter had migrated/dislodged. The entire catheter was out of the intrathecal (it) space and wound around the pump in pump pocket. The catheter was out of the it space and wrapped around the pump. The physician was concerned about a possible infection in the pump pocket and explanted the system. The pump system and catheter were explanted on 2014-(B)(6). It was noted that cultures were obtained from the pump pocket. It was further reported by the patient that the pump kept flipping in the pocket. Symptoms associated with the event included pain at unknown location. Patient felt that the pump was not providing adequate pain relief. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was only dilaudid contained in the pump at the time of the event. It was noted that the patient's exact symptoms were pain. It was reported that perioperative antibiotics were administered. It was noted that the date of onset/diagnosis of infection was unknown. It was reported that the patient did not have meningitis. It was noted that the patient had no signs of infection. It was reported that the primary location of the infection was the device pocket. It was noted that type of organism cultured was "none." It was reported that treatment instituted for infection was IV antibiotics. It was noted that the infection resolved. It was reported that there were no drug withdrawal. It was noted that the device would not be returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).